Manufacturer narrative:
The das connector was attached with additional force, because of the leakage, the physician tried to attach them with additional force. An instrument was not utilized to connect or disconnect the das connector from the (mc) microcatheter hub. The leak was noticed during prep, and after the leakage was found, the physician attached them with additional force, and the connector might be damaged at that time. The report indicated that the leakage was from the joint between the mc hub and the connector. It is suspected that the hub of the mc was damaged due to over tightening of the das connector. After the das connector broke, no air leakage was reported. The das tube will be returned for analysis. The hub was not cracked, but according to sukagawa lab, the physician might have connected the female das tube and male three way-stopcock, therefore, the inside of the connector was damaged. The inside of the hub was damaged. The hub on the mc did not leak when it was flushed with the syringe; instead it was from the joint between the hub and the connector. No resistance was noted when it was flushed with the das tube (disposable syringe adaptor with three-way cock), but it was difficult to connect them together. The mc was not kink or bend. Nothing was blocking the mc from being flushed. After the failure, the same das tube (disposable syringe adaptor with three-way cock) was not used with the new products. The das tube will be returned for evaluation. All the products were new. No additional information was available. The product is available for evaluation and testing; however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During rep, prior to inserting in the patient, the das tube (disposable syringe adaptor with three-way cock, 50cm/sheen man) was connected to the hub of the product (transit, 601-240); however, there was leakage from the joint between the hub and tube. Therefore, a competitor microcatheter was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used, and it will be returned for analysis.